Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper component placement of endoprosthesis and occlusion of native vessel..

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. Proximal portion of a trunk-ipsilateral leg component (rlt261214j/15747860) was deployed, and the physician elected to reposition it using a constraining mechanism. When the proximal portion of the trunk-ipsilateral leg component was constrained and then deployed again, the left renal artery was partially covered. An attempt was made to move the trunk-ipsilateral leg component distally, but it was not successful. Then, the physician elected to complete the deployment of trunk-ipsilateral leg component in the current position with ipsilateral leg implanted, followed by a contralateral leg component being deployed. A bare-metal stent was implanted in the left renal artery to maintain blood flow. The patient tolerated the procedure without further problems.